Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in the operating room for a device change-out, externalized conductors were observed. High, out of range, hv lead impedance was also noted. Further testing will be performed. The patient condition is stable. The lead remains implanted.

Event description:
New information received notes that the lead was capped and replaced. The patient condition is stable.